Manufacturer narrative:
This report is submitted on november 21, 2019.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. A revision surgery was performed on (B)(6) 2019 whereby the existing electrode was successfully re-inserted.